Manufacturer narrative:
Additional information is unable to be obtained as the initial reporter elected to not be identified. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2024-00392. The following information was received via a voluntary medwatch form (mw5149295): we (boston scientific corporation) were informed on (B)(6), 2023 that during an ipg upgrade procedure, the surgeon had difficulty removing the abbott lead extension from the abbott implantable pulse generator (ipg). The physician was able to disconnect one side, however the other side would not come out of the ipg port. The physician had to cut it out of the header block, and the abbott lead extension was damaged in the process. The patient returned the following day to replace the damaged abbott lead extensions and connect it to the boston scientific ipg that was implanted the day before with a new adaptor. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Initial reporter did not disclose the patient or device information.